Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
A patient specific prescription was received. Patient diagnosis: loosening. The implant type and description indicate "individual construction proximal femur replacement with existing diaphyseal implant." Also noted: "[patient] had fallen last saturday, since then he had progressive pain in the area of the left hip. In x-ray and CT there were indications of an advanced relaxation of the metaphyseal anchoring of the individual tumor prosthesis replacement of full femur since the distal stem is well integrated into the bone."

Event description:
A patient specific prescription was received. Patient diagnosis: loosening. The implant type and description indicate "individual construction proximal femur replacement with existing diaphyseal implant." Also noted: "[patient] had fallen last saturday, since then he had progressive pain in the area of the left hip. In x-ray and CT there were indications of an advanced relaxation of the metaphyseal anchoring of the individual tumor prosthesis...replacement of full femur since the distal stem is well integrated into the bone." Update from clinical review 24 mar 2022: "[..] Proximal part of the bone has undergone severe bone resorption and remodelling. There were massive radiolucency and cement fragmentation [..]"

Manufacturer narrative:
An event regarding loosening involving a patient specific, midshaft femoral replacement, proximal stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for mid-shaft femoral replacement which was inserted on (B)(6) 2014. The surgeon reported loosening of distal femoral replacement but also indicated "individual construction proximal femur replacement with existing diaphyseal implant.". The CT image provided shows some fine radiolucent lines along the distal stem between the cement mantle and bone, but the stem is well fixed inside the cement mantle. However, the proximal part of the bone has undergone severe bone resorption and remodelling. There were massive radiolucency and cement fragmentation. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.